Event description:
It was reported that prior to surgery, it was discovered that the motor device did not burr. During in-house engineering evaluation, it was observed that the device overheated. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a damaged lock sleeve and would not stay in unlocked position; it made an unusual noise and overheated. These issues were due to worn out locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.